Manufacturer narrative:
A2 age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 14 atmospheres as charger specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 30mm proximal from the distal markerband. A visual examination of the markerband's identified no issues, no kinks or damage to the shaft and tip of the device.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the non-tortuous and non-calcified iliac vein. A 10.0 x80, 75cm charger balloon catheter was advanced for dilation. During the procedure, the pressure of the balloon reaches 8 atmospheres upon initial inflation, however, the balloon could not be used due to air leak and ruptured. A 10x80 pta balloon was used to complete the procedure. No complications were reported, and the patient condition following procedure was stable.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the non-tortuous and non-calcified iliac vein. A 10.0 x80, 75cm charger balloon catheter was advanced for dilation. During the procedure, the pressure of the balloon reaches 8 atmospheres upon initial inflation, however, the balloon could not be used due to air leak and ruptured. A 10x80 pta balloon was used to complete the procedure. No complications were reported, and the patient condition following procedure was stable.

Manufacturer narrative:
A2 age at time of event: 18 years or older.